Event description:
The intellanav stablepoint open-irrigated was selected for use during procedure to treat atrial tachycardia. It was reported that the catheter's connection for the tubing set was leaking during preparation. A different device was used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned intellanav stablepoint open-irrigated device was analyzed, per all inspections there were no evidence or defects found that could have contributed to the tubing set "fluid leak" event. Additionally, the device has the catheter shaft kinked at middle section that could be caused by other factors such as; excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. The reported event was not confirmed. It was concluded that no problem was detected with device.

Event description:
The intellanav stablepoint open-irrigated was selected for use during procedure to treat atrial tachycardia. It was reported that the catheter's connection for the tubing set was leaking during preparation. A different device was used to complete the procedure. No patient complications were reported. The device has been returned for analysis.